Manufacturer narrative:
Revised operator of device field (d5) from other to health professional. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause could not be identified. However, it is probable that the loss of image was caused by the failure of the image sensor unit, or the failure of the internal circuit board of video connector or the system caused the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was evaluated. Device evaluation has confirmed the reported issue. Broken imaging cable was observed and caused noise and no image. Furthermore, the following findings during inspection were noted on the device: the curved rubber adhesive part found missing. The operating part noted cracked due to external factors. Scratches found on the grip due to external factors. Scratches found on the ud plate due to external factors. Scratches found on the rl plate due to external factors. Scratches found on sw1 due to external factors. Scratches found on the video connector due to external factors. Scratches found on the lg connector due to external factors. Scratches on the lg cover glass surface due to external factors observed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
A repair request was sent reported with an issue of "image vertical noise when operating angle". The issue found during an unknown event. No patient harm, no user injury reported due to the event. Device evaluation found disconnection of the imaging cable and image did not appear. This report is being submitted for no image due to disconnection / short-circuit of the image sensor cable.